Event description:
It was reported that during a knee scope procedure using ambient super multivac 50 ifs, after 15 minutes of wand activation the tip of the wand fell off and into the knee. The surgeon was able to suction the tip piece out of the knee and is confident that no debris remains in the pt. This incident occurred while the surgeon was completing the procedure so no other devices were necessary. No significant delays or pt complications were reported as a result of this event.